Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's registered nurse (rn) stated on (B)(6) 2016, the patient underwent a CT scan and was diagnosed with umbilical hernia and was going to get his hernia repair done. Per pdrn the hernia was not due to the pd treatment.

Manufacturer narrative:
There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the umbilical hernia. Hernia is a well-known complication from the increased intra-abdominal pressure. The umbilical hernia was possibly related to the peritoneal dialysis.

Event description:
A peritoneal dialysis (pd) patient's registered nurse (rn) stated on (B)(6) 2016, the patient underwent a CT scan and was diagnosed with umbilical hernia and was going to get his hernia repair done. Per pdrn the hernia was not due to the pd treatment.